Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose at the time of the event was 60 mg/dl. Customer was sick since march 16, 2014. Customer was nauseated. Customer was disconnected from the insulin pump. Hospital treated and released. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.